Event description:
It was reported that during routine follow-up, the pulse generator exhibited increased threshold. The device was reprogrammed and the patient was stable. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.